Manufacturer narrative:
Concomitant product(s): imk49jb45 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device was beeping. It was discovered that a right ventricular (rv) lead integrity alert (lia) was triggered due to t-wave oversensing (twos) and sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.